Manufacturer narrative:
Initial.

Event description:
It was reported that the user¿s blood glucose was elevated after eating a croissant sandwich with chicken salad, doritos, and homemade ice cream, and the user forgot to announce the meal while using the ilet system. Symptoms included hyperglycemia with a reported blood glucose of 203 mg/dl. Outcomes included no alarms, no alerts, and no additional follow-up requested by the user. Customer care provided support that included on-call troubleshooting and education regarding proper meal announcement and syncing of outcome reports. Investigation of this case revealed no device malfunction and indicated user-related use error due to a missed meal announcement while the device functioned as designed. It was concluded, based on previously established findings for similar reports, that the cause was use error related to meal announcement behavior.